Manufacturer narrative:
The reported events were lead dislodgement and elevated capture threshold. The reported event of elevated capture threshold was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fracture or internal shorts.

Manufacturer narrative:
Additional information: d9, h3, h6.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high capture threshold. Upon an x-ray, it was observed that the rv lead was micro-dislodged. The rv lead was explanted and replaced. The patient was stable.